Event description:
While servicing the customer-owned ventilator for calibration problem at newport medical, the tech found the following issue. During the discharge cycle of the battery vent, the ventilator shut down without warning or proper alarm initiation and odd characters were displayed in the ptrig (pressure trigger), peep (positive end expiratory pressure) and psup (pressure support) windows which disappeared very quickly. The ventilator recovered from this condition when it was powered back on. There was no pt involved in this case.